Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 30. On 2024-01-23, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.